Manufacturer narrative:
Medical review: od: reportedly intraoperative lens exchange was done to address lens damage caused by vitrectomy.a vitretomy was performed to address capsular tear that occurred prior to lens insertion and therefore, was not device related in origin. Another lens of same model (3-piece silicon staar) was successfully implanted. No reported postoperative sequelae. Per dfu indications:" the silicone 3p iols are indicated for primary implantation for the visual correction of aphakia in persons 60 years of age or older in whom a cataractous lens has been removed by extracapsular cataract extraction. These devices are intended to be placed in the ciliary sulcus or capsular bag." Given the information that posterior capsule was compromised and vitrectomy was performed it is very likely that second iol was implanted in the sulcus. Based on the complaint history, medical review and the evaluation of the returned product, the root cause of the event has been determined to be not to be lens related. (B)(4).

Event description:
The reporter stated prior to lens insertion, there was a capsule tear. The surgeon went ahead and inserted an aq2010v three piece silicone lens in the patient's right eye. The surgeon then decided to perform a vitrectomy and the lens was removed. After the vitrectomy another same model lens was implanted. The capsule tear was not lens related.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4).: method: work order search. Results: visual inspection of the returned product found both loop haptics and pieces of optic were torn off and missing. There was evidence of clear surgical residue on the product. A lens work order search was performed and no similar complaint was found. Conclusions: (no device failure): based on the complaint history, work order search and the evaluation of the returned product, it has been determined that the root cause of this event was due to physician's preference to insert the lens after capsule tear. Not lens related. (B)(4).